Manufacturer narrative:
Device evaluation: the suspect clamp, small active frame and driver were returned to the manufacturer for evaluation. The reported issue was confirmed as the tip of the driver was worn down with a slightly rounded edges. The drive is still usable with little slippage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The clamp was found to be in good condition with no apparent damage. No problem was found. The returned frame was found to be fully functional when connected to a known good system. All tests passed as expected. No problem was found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp had a mechanical deformation issue reported. It was reported that the open spine clamp screw was worn down. There was no patient present when this issue was identified. No additional information was provided.